Event description:
A pt of unk age and gender presented for an arteriorgram on (B)(6) 2011. It was reported by the user on (B)(6) 2011, that the hub on a micro introducer had detached.

Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. This is the first reported incident for this product family and failure mode since the product launch in (B)(6) 2009. A review of the mfg records for the reported lot number indicated that all of the device spec and quality requirements were satisfied. (B)(4).